Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. Customer stated the pump battery was at 100% prior to shutdown. The pump was connected to a power source however was unable to be turned on. Customer reported blood glucose level was 121 (mg/dl). Reportedly, the customer began using manual injections as insulin therapy following the shutdown.